Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure there was no irrigation. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative did mention that the issue was present only with certain surgeons' settings, as other surgeons did not have any issues with the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).